Manufacturer narrative:
The device is reported to be available for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified event and involved a 7.5" (19 cm) appx 1.2 ml, ext set, smallbore quadfuse w/4 microclave¿ clear, 4 check valves, 4 clamps, luer lock where the customer reported that lactated ringers was running through a quad and disconnected. One of the 4 microclave connectors was depressed but the customer was unable to determine which 4 micro clave connectors was depressed. The device was changed. The customer stated that they do not have a drug quality issue with the lactated ringers bag. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) was reviewed, and no nonconformities were found that would have led to the reported complaint. D9 - device available for evaluation: no.